Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia with blood glucose value at the time of incident was 30 mg/dl. The current blood glucose is 200 mg/dl. The customer treated their low blood glucose with food. The customer reported that the drive support cap was normal. Based on customer report proceeding in troubleshooting per customer alleging possible pump over delivery. The customer was not wearing the insulin pump for less than 48 hours prior to hospitalization. The insulin pump will be returned for analysis.